Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-aug-2018 with the following findings: during the investigation, a review of the black box showed multiple occlusion alarms. The force was found to be high at the time of the occlusions. The pump¿s rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed the pump¿s sensor was detecting the correct force at 5lbs. The pump was exercised for 24 hours with no prime issues occurring. The inability to prime the pump complaint was determined to be due to an unexplained high force.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.